Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience alpine stent delivery systems referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with 60% stenosis. The 2.5x23mm xience alpine stent delivery system (sds) was advanced without resistance and failed to cross due to the anatomy, however, the extraction system separated in the guide wire exit port area and the stent dislodged but was retrieved inside the anatomy using a retriever. A second same size xience alpine sds resulted in the same issue. There was no resistance during removal. There was no resistance noted before the dislodgement for the first 2 xience alpine stents that dislodged. A third same size xience alpine sds was inflated once at 8 atmospheres (atms) and was successfully implanted, however, the balloon failed to deflate and was removed inflated. There was no difficulty removing the stylet or protective sheath and the device was prepared (air aspiration) outside the anatomy prior to use. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the dislodged stent was successfully retrieved from the anatomy via a retriever. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9/h3 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with 60% stenosis. The 2.5x23mm xience alpine stent delivery system (sds) was advanced without resistance and failed to cross due to the anatomy, however, the extraction system separated in the guide wire exit port area and the stent dislodged but was retrieved inside the anatomy using a retriever. A second same size xience alpine sds resulted in the same issue. There was no resistance during removal. A third same size xience alpine sds was successfully implanted, however, the balloon only partially deflated and was removed inflated. There was no difficulty removing the stylet or protective sheath and the device was prepared (air aspiration) outside the anatomy prior to use. There was no adverse patient sequela and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: there was no resistance noted before the dislodgement for the first 2 xience alpine stents that dislodged. The third xience alpine sds was diluted 1:1 with normal saline and contrast and was inflated once at 8 atmospheres (atms), however, failed to deflate completely.